Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported by the rn that they were getting persistent helium loss alarms from the intra-aortic balloon pump (iabp). There was no blood observed in the gas tubing, and they could not find any kinks in the line, nor any loose connections. The md was there at the bedside, and opted to remove the intra-aortic balloon (iab) at that point. The rn did not know how many times the pump had alarmed, or how long it had been. There was no difficulty in removing the iab. Again, there was no blood observed in the gas tubing. It was reported that the patient was doing fine. There was no report of patient complications, serious injury or death.

Event description:
It was reported by the rn that they were getting persistent helium loss alarms from the intra-aortic balloon pump (iabp). There was no blood observed in the gas tubing, and they could not find any kinks in the line, nor any loose connections. The md was there at the bedside, and opted to remove the intra-aortic balloon (iab) at that point. The rn did not know how many times the pump had alarmed, or how long it had been. There was no difficulty in removing the iab. Again, there was no blood observed in the gas tubing. It was reported that the patient was doing fine. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn# (B)(4). Teleflex received the device for investigation. The reported complaint of the iab helium loss alarm is not confirmed. The returned iab passed the pump test. Although, the root cause of the complaint is undetermined the returned device passed visual and functional test specifications. No further action required at this time.